Manufacturer narrative:
Additional information: on february 24, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On february 28, 2020, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was noted on the posterior aspect. Additionally, a tear was observed within the crease, measuring approximately 1.5 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture post-operational. The ruptures were confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient is also experiencing rheumatoid problems. Manufacturer's reference number: (B)(4).